Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: a lab was being drawn on a patient and the IV needed to be stopped. When the nurse went to restart it, it was alarming. No one noticed what the alarm was for, an occlusion or air but the nurse turned it off so that she could return a short time later to resolve the issue. In the meantime another nurse went in to resolve the issue and found the tubing below the pump full of air. According to the incident report the main bag had 950 mls in it and the cefazolin bag had 25 mls in it. The nurse did clamp the primary tubing above the pump when she turned it off but the secondary was unclamped and there was fluid in the bag. No patient injury. Pump was sent to biomed technician at the facility, and there was something wrong with the air sensor so it was not alarming when there was air. The biomed cleaned the air sensor, and the pump was tested and was working as intended. The pump was returned to service at the facility.